Event description:
It was reported that during remote follow-up, over-sensing was noted on atrial tachycardia (at) and atrial fibrillation (af) episodes by the pacer. It was suspected either due to loss of atrial capture or far field r wave oversensing. No intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
Correction for patient weight.